Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of experiencing low blood glucose and believed that insulin pump may be over delivering insulin. Customer¿s blood glucose was 18 mg/dl, 27 mg/dl and 55 mg/dl. Customer reported to have passed out a couple of times. Customer also reported that insulin pump had physical damage. Customer was advised that insulin pump would need to be replaced. Insulin pump is expected return for failure analysis.

Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted. Device passed the delivery accuracy test at 0.08720 inches. Device received with cracked keypad overlay on select button noted. (B)(4).